Manufacturer narrative:
(B)(4). The device was not returned for analysis. A trend was identified related to sheath split issues. The reported information indicates a sheath split issue may have occurred and this incident is therefore associated with this trend. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a similar incident from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an embolization procedure. Reportedly, the starclose se sheath did not completely split. Resistance was felt during sheath splitting. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.